Event description:
The pt had a conventional inserted chest drain which was not functioning. After the needle of a thal quick drain was inserted, the pt coughed up a small amount of blood, but as pt was otherwise stable, the procedure was continued. No complications were encountered during the procedure. Air escaped from the chest as the space between the ribs was dilated. Dilatation was achieved without force and there was no evidence of bleeding until the drain was inserted. The pt deteriorated rapidly becoming unconscious, hypoxic and hypotensive. Pt went into cardiac arrest and could not be resuscitated. The physician does not feel this event was due to a product failure or fault. He is inclined to beleive that pts with a chronic chest disease may not be a good candidate for chest tube placement.